Event description:
Vaginal mesh implanted due to urinary incontinence. Started getting symptoms within the year. Started with not being able to use my hands. Many tests later, it was confirmed that I had ibm inclusive body myositis "a rare muscular disease. At this time I cannot use my hands at all and I can no longer walk. (B)(6) hospital will not divulge this info. Against the law to violate my hippa rights."